Event description:
Approximately 8 mins into an MRI of the pelvis on a 1.5t phillips intera scanner the pt complained of a "burning sensation on their anterior legs" (described as "hot air coming from above"). The scan was immediately terminated. The pt sustained a first degree burn of one anterior thigh and a second degree burn of the other anterior thigh. The synergy body coil was used during the scan. Phillips service was called. All system calibrations were within small deviations from the previous preventiative maintenance check. In addition, 2 of the 4 elements of the synergy body coil could not be tested and were diagnosed as "burned out". The coil was removed from clinical use and a new coil ordered and arrived. The phillips qa/safety manager (netherlands) was notified and indicated that they are aware of 3-5 other burn incidents.